Manufacturer narrative:
The investigation conducted by the field service engineer determined that the vision issue experienced by the customer was due to incorrectly connected cables at the rear of the surgeon console. The issue was resolved by swapping the cables to their correct location. As of february 10, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon experienced double vision with the image displayed on the surgeon console. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.